Event description:
It was reported that cartridge had difficulty moving along guide tracks during loading while pump was in a case. There was no reported impact to the customer¿s blood glucose level. Customer removed pump case, inspected pump and cartridge, cleaned debris from guide rail area as instructed, successfully reloaded original cartridge, and resumed insulin therapy, with advice to call back if cleaning did not fully resolve issue.